Event description:
Home patient (hp) reported a 2240 error alarm during dwell phase 4 of 5 with homechoice device. Hp's cat chewed through the pt line tubing of the homechoice set. Hp was diagnosed with peritonitis two days later and treated with 1g vancomycin, ip.